Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed two pump errors that indicate inability of motors to communicate. The customer was assisted with pump error alarms troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump errors did not occur during rewind/load reservoir/fill tubing process. The customer was advice to perform rewind and program a normal bolus into the air to determine if delivery was successful. The customer stated that the bolus was not recorded in the insulin pump's history. Another bolus was performed and it was recorded but the first one was still missing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All bolus delivered during testing were properly recorded at the pump history files. No pump error, pump error, failed battery test or replace battery now alarms were noted during testing. The power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.